Event description:
Stryker performance series sagittal blade prongs that hold the sawblade into the saw broke while being used for total joint replacement surgery. A second sawblade was opened and utilized to successfully complete the procedure. Ref # (B)(4), lot # 23207037, exp: 08/01/2028.